Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon revised a metal on metal hip due to patient pain and increased chromium levels. Patient consequence?: unknown. Action taken for procedure:surgeon removed the metal on metal liner and implanted an altrx liner with ceramic ts femoral head.